Manufacturer narrative:
The investigation has been completed and the unexpected shut off issue was confirmed. The touchscreen issue could not be confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly at 100%. The pump was connected to a power source and was able to be turned on. It was also reported that while the customer was on the lock screen, the touchscreen turned off with no interaction. During troubleshooting with tandem technical support, the pump was functioning as intended. Customer reported a blood glucose level of 201 (mg/dl). It was indicated that the customer had manual injections available for alternate insulin therapy.